Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) power pcb line power fuses, f11 and f12 were found open. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure there was no line power on the imaging system. There was no patient present when this issue was identified.